Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: u5a801. Device analysis: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic appendectomy, the stapler was reloaded and the jaws would not open. A second like stapler was used to complete the procedure. There were no patient consequences.